Event description:
It was reported the pt ((B)(6)) had not charged the ipg in approximately nine months. Subsequently, surgical intervention took place to explant and replace the ipg. The pt is receiving effective stimulation post-operatively.

Manufacturer narrative:
Corrections/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.